Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain had not resolved and the hypersensitivity and menstrual disorder outcome was unknown. The reporter considered hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), menorrhagia ("menorrhagia") and uterine haemorrhage ("abnormal uterine bleeding") in a 38-year-old female patient who had essure (batch no. 627744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". The patient's medical history included asthma, gastroesophageal reflux disease, allergic dermatitis, gravida ii and parity 2. Concurrent conditions included diabetes mellitus, hypertension, dyslipidemia, leukocytosis, hypothyroidism, asthma and gerd. Concomitant products included aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co) from 13-oct-2016 to 23-jun-2017, amitriptyline from 20-oct-2016 to 23-jun-2017, bethanechol chloride (urecholine) from 5-jul-2016 to 8-may-2017, budesonide;formoterol fumarate (symbicort) since 11-jun-2016, colesevelam hydrochloride (welchol) from 20-oct-2016 to 8-may-2017, gemfibrozil (lopid) from 25-may-2016 to 18-jan-2017, influenza vaccine inact split virion 4v (afluria quad) from 13-oct-2016 to 17-jan-2017, levothyroxine sodium (levothroid) since (B)(6) 2017, levothyroxine sodium (synthroid) since (B)(6) 2017, levothyroxine since (B)(6) 2017, loperamide hydrochloride (imodium) from 13-jun-2016 to 17-jan-2017, meclozine hydrochloride from 19-apr-2016 to 6-feb-2017, metformin from 7-may-2014 to 6-feb-2017, mometasone from 28-oct-2016 to 8-may-2017, naproxen from 28-oct-2016 to 8-may-2017, norethisterone acetate (norethindrone acetate) from 31-oct-2016 to 6-feb-2017, oxycodone from 19-may-2016 to 18-jan-2017, pantoprazole from 20-apr-2016 to 13-jul-2017, paracetamol (acetaminophen) from 19-may-2016 to 18-jan-2017, promethazine from 13-jun-2016 to 17-jan-2017, ranitidine hydrochloride (zantac) from 11-jun-2016 to 30-nov-2016, salbutamol (albuterol hfa) since (B)(6) 2017, salbutamol sulfate (proventil hfa) from 19-may-2016 to 23-jan-2017, tapentadol hydrochloride (nucynta) since (B)(6) 2017 and tapentadol since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 month after insertion of essure. In (B)(6) 2009, the patient experienced hypersensitivity ("allergic reaction"), depression ("psychological or psychiatric problems - condition: depression") and anxiety ("psychological or psychiatric problems - condition: mental anguish"). On (B)(6) 2017, the patient experienced dysuria ("dysuria"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (ablation, total laparoscopic hysterectomy with robotic assistance and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the menorrhagia, uterine haemorrhage and vaginal haemorrhage had resolved and the hypersensitivity, menstrual disorder, dysuria, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, dysuria, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: plaintiff fact sheet received. Events added from pfs- dyspareunia (painful sexual intercourse). Onset date of event pelvic pain, vaginal haemorrhage, menorrhagia, anxiety, depression were updated. Medical history added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), menorrhagia ("menorrhagia") and uterine haemorrhage ("abnormal uterine bleeding") in a 47-year-old female patient who had essure (batch no. 627744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". The patient's past medical history included asthma, gastroesophageal reflux disease, allergic dermatitis, gravida ii and parity 2. Concurrent conditions included diabetes mellitus and hypertension. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, 7 years 5 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2009, the patient experienced hypersensitivity ("allergic reaction"). On (B)(6) 2017, the patient experienced dysuria ("dysuria"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy), surgery (ablation) and surgery (total laparoscopic hysterectomy with robotic assistance). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the menorrhagia, uterine haemorrhage and vaginal haemorrhage had resolved and the hypersensitivity, menstrual disorder, dysuria, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysuria, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: pfs received- new event patient do not underwent essure confirmation test, depression, mental anguish were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), menorrhagia ("menorrhagia") and uterine haemorrhage ("abnormal uterine bleeding") in a 46-year-old female patient who had essure (batch no. 627744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, gastroesophageal reflux disease, allergic dermatitis, gravida ii and parity 2. Concurrent conditions included diabetes mellitus and hypertension. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced hypersensitivity ("allergic reaction"). On (B)(6) 2016, 7 years 5 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2017, the patient experienced dysuria ("dysuria"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy), surgery (ablation) and surgery (total laparoscopic hysterectomy with robotic assistance). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, uterine haemorrhage and vaginal haemorrhage had resolved and the hypersensitivity, menstrual disorder and dysuria outcome was unknown. The reporter considered dysuria, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 14-may-2018: pfs provided. Onset date of events updated, essure removal surgery updated, outcome of bleeding provided. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), menorrhagia ("menorrhagia") and uterine haemorrhage ("abnormal uterine bleeding") in a 46-year-old female patient who had essure (batch no. 627744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, gastroesophageal reflux disease, allergic dermatitis, gravida ii and parity 2. Concurrent conditions included diabetes mellitus and hypertension. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced hypersensitivity ("allergic reaction"). On (B)(6) 2016, 7 years 5 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2017, the patient experienced dysuria ("dysuria"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy), surgery (ablation) and surgery (total laparoscopic hysterectomy with robotic assistance). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the menorrhagia, uterine haemorrhage and vaginal haemorrhage had resolved and the hypersensitivity, menstrual disorder and dysuria outcome was unknown. The reporter considered dysuria, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), menorrhagia ("menorrhagia") and uterine haemorrhage ("abnormal uterine bleeding") in a 46-year-old female patient who had essure (batch no. 627744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, gastroesophageal reflux disease, allergic dermatitis, gravida ii and parity 2. Concurrent conditions included diabetes mellitus and hypertension. On (B)(6) 2009, the patient had essure inserted. In july 2009, the patient experienced hypersensitivity ("allergic reaction"). On (B)(6) 2016, 7 years 5 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2017, the patient experienced dysuria ("dysuria"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (total histerectomy and bilateral salpingectomy), surgery (ablation) and surgery (total laparoscopic hysterectomy with robotic assistance). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the menorrhagia, uterine haemorrhage and vaginal haemorrhage had resolved and the hypersensitivity, menstrual disorder and dysuria outcome was unknown. The reporter considered dysuria, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet : the outcome of event pelvic pain updated to recovering. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain'), menorrhagia ('menorrhagia') and uterine haemorrhage ('abnormal uterine bleeding') in a 38-year-old female patient who had essure (batch no. 627744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test" and medical device monitoring error "endometrial ablation performed on the same day of essure insertion". The patient's medical history included asthma, gastroesophageal reflux disease, allergic dermatitis, gravida ii, parity 2, vertigo, coronary artery disease and stroke. Concurrent conditions included diabetes mellitus, hypertension, dyslipidemia, leukocytosis, hypothyroidism, asthma, gerd and copd. Concomitant products included aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co) from 13-oct-2016 to 23-jun-2017, amitriptyline from 20-oct-2016 to 23-jun-2017, bethanechol chloride (urecholine) from 5-jul-2016 to 8-may-2017, budesonide;formoterol fumarate (symbicort) since (B)(6) 2016, colesevelam hydrochloride (welchol) from 20-oct-2016 to 8-may-2017, gemfibrozil (lopid) from 25-may-2016 to 18-jan-2017, influenza vaccine inact split 4v (afluria quad) from 13-oct-2016 to 17-jan-2017, levothyroxine sodium (levothroid) since (B)(6) 2017, levothyroxine sodium (synthroid) since january 2017, levothyroxine since (B)(6) 2017, loperamide hydrochloride (imodium) from 13-jun-2016 to 17-jan-2017, meclozine hydrochloride from 19-apr-2016 to 6-feb-2017, metformin from 7-may-2014 to 6-feb-2017, mometasone from 28-oct-2016 to 8-may-2017, naproxen from 28-oct-2016 to 8-may-2017, norethisterone acetate (aygestin) from 31-oct-2016 to 6-feb-2017, oxycodone from 19-may-2016 to 18-jan-2017, pantoprazole from 20-apr-2016 to 13-jul-2017, paracetamol (acetaminophen) from 19-may-2016 to 18-jan-2017, promethazine from 13-jun-2016 to 17-jan-2017, ranitidine hydrochloride (zantac) from 11-jun-2016 to 30-nov-2016, salbutamol (albuterol hfa) since (B)(6) 2017, salbutamol sulfate (proventil hfa) from 19-may-2016 to 23-jan-2017, tapentadol hydrochloride (nucynta) since (B)(6) 2017 and tapentadol since (B)(6)2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 26 days after insertion of essure. In (B)(6) 2009, the patient experienced hypersensitivity ("allergic reaction"), depression ("psychological or psychiatric problems - condition: depression") and anxiety ("psychological or psychiatric problems - condition: mental anguish"). On (B)(6) 2017, the patient experienced dysuria ("dysuria"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), bladder disorder ("bladder / urinary") and urinary tract disorder ("bladder / urinary"). The patient was treated with surgery (ablation and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, uterine haemorrhage, hypersensitivity, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved and the menstrual disorder, dysuria, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dyspareunia, dysuria, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2009. Patient received treatment for pain and bleeding. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information added. Date of removal, expiration date updated. Event: endometrial ablation performed on the same day of essure insertion added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain'), menorrhagia ('menorrhagia') and uterine haemorrhage ('abnormal uterine bleeding') in a 38-year-old female patient who had essure (batch no. 627744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". The patient's medical history included asthma, gastroesophageal reflux disease, allergic dermatitis, gravida ii and parity 2. Concurrent conditions included diabetes mellitus, hypertension, dyslipidemia, leukocytosis, hypothyroidism, asthma and gerd. Concomitant products included aluminium hydroxide;dicycloverine hydrochloride;magnesium oxidum leve (dicyclomine co) from (B)(6) 2016 to (B)(6) 2017, amitriptyline from (B)(6) 2016 to (B)(6) 2017, bethanechol chloride (urecholine) from (B)(6) 2016 to (B)(6) 2017, budesonide;formoterol fumarate (symbicort) since (B)(6) 2016, colesevelam hydrochloride (welchol) from (B)(6) 2016 to (B)(6) 2017, gemfibrozil (lopid) from 25-may-2016 to 18-jan-2017, influenza vaccine inact split 4v (afluria quad) from (B)(6) 2016 to (B)(6) 2017, levothyroxine sodium (levothroid) since (B)(6) 2017, levothyroxine sodium (synthroid) since (B)(6) 2017, levothyroxine since (B)(6) 2017, loperamide hydrochloride (imodium) from (B)(6) 2016 to (B)(6) 2017, meclozine hydrochloride from (B)(6) 2016 to (B)(6) 2017, metformin from (B)(6) 2014 to (B)(6) 2017, mometasone from (B)(6) 2016 to (B)(6) 2017, naproxen from (B)(6) 2016 to (B)(6) 2017, norethisterone acetate (aygestin) from (B)(6) 2016 to (B)(6) 2017, oxycodone from (B)(6) 2016 to (B)(6) 2017, pantoprazole from (B)(6) 2016 to (B)(6) 2017, paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2017, promethazine from (B)(6) 2016 to (B)(6) 2017, ranitidine hydrochloride (zantac) from (B)(6) 2016 to (B)(6) 2016, salbutamol (albuterol hfa) since (B)(6) 2017, salbutamol sulfate (proventil hfa) from (B)(6) 2016 to (B)(6) 2017, tapentadol hydrochloride (nucynta) since (B)(6) 2017 and tapentadol since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 month after insertion of essure. In (B)(6) 2009, the patient experienced hypersensitivity ("allergic reaction"), depression ("psychological or psychiatric problems - condition: depression") and anxiety ("psychological or psychiatric problems - condition: mental anguish"). On (B)(6) 2017, the patient experienced dysuria ("dysuria"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), bladder disorder ("bladder / urinary") and urinary tract disorder ("bladder / urinary"). The patient was treated with surgery (ablation, total laparoscopic hysterectomy with robotic assistance and total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, uterine haemorrhage, hypersensitivity, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved and the menstrual disorder, dysuria, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dyspareunia, dysuria, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2009. Patient received treatment for pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Events added from pfs- bladder / urinary. Outcome of event hypersensitivity, pelvic pain were updated. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), menorrhagia ("menorrhagia") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (batch no. 627744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, gastroesophageal reflux disease, allergic dermatitis, gravida ii and parity 2. Concurrent conditions included diabetes mellitus and hypertension. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal vaginal bleeding") and dysuria ("dysuria"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure device), surgery (ablation) and surgery (total laparoscopic hysterectomy with robotic assistance). At the time of the report, the pelvic pain had resolved and the menorrhagia, uterine haemorrhage, hypersensitivity, menstrual disorder, vaginal haemorrhage and dysuria outcome was unknown. The reporter considered dysuria, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received:the event abnormal vaginal bleeding, menorrhagia, dysuria, abnormal uterine bleeding added.events outcome,reporters,medical history,lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.